Event description:
In attempting to revise the poly liner, the dr failed to recognize the lack of a locking mechanism in the cup. There was moderate wear of the existing poly. His failure to recognize the one piece cup caused the inadvertent opening of two pca poly liners (cat. On. 6283-6-581 and cat. No. 6283-6-647). Dr removed co's cup and implanted an s-rom cup with no adverse response from pt.